Manufacturer narrative:
(B)(4). Date sent: 11/16/2016. (B)(4). The analysis results found that the ats45 device was received with the firing mechanism damaged and without a cartridge present. No functional test could be performed due to the condition of the device; the device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue then indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown laparoscopic procedure, the device would not fire on the 2nd staple load. A device of the same product code was used to complete the procedure. It is unknown if buttressing was used. No additional information was available. There was no patient consequence reported.